Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number (B)(6), which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A review of the device history record (DHR) was conducted for serial number 10607212, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event.

Manufacturer narrative:
A field service engineer (fse) was at customer site to address the reported event. The fse was able to confirm the problem by reviewing the error log. The error was reproduced while attempting to home the main arm. The fse observed that the glass tube for the main arm waste disposal was backed up with tips, causing obstruction. The fse observed that the bottom of the tube was very sticky and the tips started sticking and then backed- up to the top of the tube. The fse was able to resolve the problem by clearing the tips from the tube, cleaning the glass tube and metal waste chute. The qc results passed and were within published ranges per the package insert. No further action required by field service. The aia-2000 instrument is functioning as expected. The aia-2000, serial number (B)(4), was installed at the account on 22jan2019. A complaint history review and service history review for similar complaints was performed from 22jan2019 through aware date 17may2019. There were no other complaints identified during the searched period. The aia-2000 operator's manual under appendix 4: error messages states the following: 4224 - interference of dispensing nozzle z-axis of main arm. Cause: there is a possibility that the dispensing nozzle was interfered with an obstacle such as cap of primary tube. The measurement result will be flagged with the ss flag. Or a command or adjustment values (p05, 191-210) was given for movement beyond the maximum movable distance of the main arm z -axis in the maintenance operation. Solution: remove an obstacle such as cap of primary tube, if any. The probable cause of the reported event was due to a backed-up waste tip disposal tube.

Event description:
A customer reported getting error message 4224 - interference of dispensing nozzle z-axis of main arm on the aia-2000 instrument while trying to run quality controls (qc). The error reoccurred after the instrument was powered off then on again. The technical support specialist (tss) had the customer open the instrument cover and check for any obstructions of the main arm. While trying to run a sample, the nozzle moved back and then the error reoccurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), follicle stimulating hormone (fsh), and luteinizing hormone (lh ii) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.